Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element plus drug-eluting stent was selected for use; however, during advancement, the stent failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of same device. No complications were reported and the patient status was stable. It was further reported that target lesion was moderately tortuous and moderately calcified.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 3.00 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element plus drug-eluting stent was selected for use; however, during advancement, the stent failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of same device. No complications were reported and the patient status was stable. It was further reported that target lesion was moderately tortuous and moderately calcified.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16mm promus element plus drug-eluting stent was selected for use; however, during advancement, the stent failed to cross the lesion and the stent strut was lifted up. The procedure was completed with another of same device. No complications were reported and the patient status was stable.